Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france.(ofr). Ofr sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microbial growth for the subject device. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing at the user facility, all channels of the subject device tested positive for enterobacter cloacae and pseudomonas luteola (total of microbial colony count >100 cfu /endoscope). The user facility reported that the subject device had been reprocessed using soluscope4, a non olympus automated endoscope reprocessor model. There was no report of infection associated with this report.